Manufacturer narrative:
Section h4: the year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
It was reported that the lancet protruded beyond the end cap of the device on two occasions. When this happened for the first time, the customer hurt herself and bled, but did not need medical attention.